Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump did not infuse during therapy (medication, dose, programmed amount and delivery rate unknown). The event happened during patient use at the surgical care unit (scu) and the set up was identified as not having the proper head height. There was no patient injury or medical intervention associated with this event. No additional information is available.